Event description:
Pt with end-stage chronic lymphocytic leukemia with symptomatic anemia was transfused with unit of "rrbc's" starting at 1335, completed at 1645. At 1650 the pt developed a febrile reaction (98.1 - 102 degrees f). A blood culture from the pt grew out enterobacter species culture from the injection site on the 1c80295. Y-set grew out the same organism. Blood bag cultures were negative. The pt expired on 8/12/00.